Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-nov-2018 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All keypad buttons were responsive to button presses during testing. The keypad cover was removed and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of the moisture corrosion was observed near the keypad connector. The complaint of a keypad response issue was not duplicated during investigation.